Event description:
It was reported that the charger appeared not to charge the ilet, as the device¿s battery percentage decreased after approximately one hour on the charger despite a solid green charger light and the device indicating it was charging; the belt clip was removed and the case remained on, and the user was advised to attempt charging with the case removed, with a replacement charger sent. Symptoms included no adverse clinical effects reported. Outcomes included no reported impact on daily activities and no medical intervention. Investigation included customer interview and troubleshooting. Investigation of this case revealed that the reported charging issue could not be confirmed at the time of the call and that a potentially faulty charger or charging interference from the case was suspected. It was concluded that the event was a device charging issue with inconclusive root cause pending further evaluation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.